Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208836049, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a return of pollakiuria. It was unknown what led to the event. No diagnostics or troubleshooting was performed. The patient's electrode was changed and the neurostimulator was reprogrammed on (B)(6) 2015, and the patient was hospitalized for a day. The event resolved. The investigator assessed the event as serious and related to the neurostimulator. Relevant medical history includes idiopathic functional urinary incontinence since 2012. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient's stimulator was also changed.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturer representative, reported the patient was hospitalized from (B)(6) 2015, to change the electrode and the stimulator was explanted on (B)(6). A new stimulator was implanted on (B)(6) 2015. The investigator assessed the event as not serious and linked to the stimulator and electrode.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported there was a technical breakdown of the device after passing a security barrier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that there was suspicion of lead migration. It was decided conservatively to change the lead at the time of stimulator replacement.